Manufacturer narrative:
Detailed analysis is pending. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. In addition, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicate that the actual rate of battery depletion fell within an acceptable range. Testing could not confirm the reported noise allegation.

Event description:
Boston scientific received information that this implantable cardioverter was an elective replacement. While implanted it detected noise on the right ventricle and right atrial ports with pacing inhibition and drops in pacing impedances. The device was returned and initial analysis revealed a device anomaly. No adverse patient effects were reported.